Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia/ loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had hypoglycemia and loss consciousness. The fireman emergency services were called and provided the patient with glucose for treatment.